Event description:
On 12/28/99 the account ran a sickle cell pt in "resrbc" mode and obtained the following results: woc=11.0, wic=13.8, rbc=5.50. Hgb=14.2, hct=44. The physician questioned the results as the rbc and hgb results were high for this pt. The sample was then repeated in regular pt mode with results of: woc=24.1, wic=25.2, rbc=2.66, hgb=7.16. The supervisor stated that the sample was drawn in a microtainer tube and was not mixed well enough on the initial run. The account stated there was no adverse impact to the pt.